Manufacturer narrative:
The suspect electromagnetic field generator (a.k.a. Emitter) was received with the lemo connector out of round. It was difficult to connect to the axiem unit, but it navigated normally. The emitter passed the pegboard accuracy test without issue. Unable to replicate reported event. No subsequent issues have been reported since the emitter was replaced on the system.

Event description:
A surgeon reported that at the end of a surgery the emitter started to fail and was not able to track the instruments properly. The surgeon was able to finish the surgery as the navigation system was no longer needed. There was no impact to the outcome of the patient.

Manufacturer narrative:
Patient information was not provided. Dates provided were reported to be approximate. The emitter was replaced at the site to resolve the issue. No parts have been received by the manufacturer for evaluation.